Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient was getting stimulation on areas that did not have pain and was not getting it on areas that had pain. The patient underwent a lead revision procedure wherein the lead was relocated and replaced. The patient was doing well postoperatively.